Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a gauze sponge.the customer states the product is not closed properly at the ends and fraying at the ends.

Manufacturer narrative:
Forty one individual rondic sponges were received for evaluation. The samples exhibited minor raw edges around the x-ray detectable band within the sponge. The raw edges were from the salvage edge of the gauze which were unfolded. Possible root causes include: during the converting of the sponge the machine cuts the material to the specified size and pushes the edges of the material through a rubber band creating a gauze round sponge. The machine may have not pushed all the edges of the material through the rubber bad completely causing the raw edges to become visible outside the product. It could also be caused by the finger clamps not closing tightly enough causing the material not to fold properly, or the knife out of alignment which could cause the material not to be cut to proper size. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for raw edges during production. The lot met all defined acceptance requirements and was released. The returned product would not meet quality control release specifications in its current condition. A complaint trend does not exist therefore, no corrective action is required at this time. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions. A quality notice was posted on the quality spotlight board to bring awareness to production to ensure containment for the reported condition. If information is provided in the future, a supplemental report will be issued.